Manufacturer narrative:
After further clinical review, this event has been determined to be a serious injury MDR pursuant to 21 cfr 803. The image review evaluation reported in the initial report has been revised. A cd of filter images were reviewed for two separate procedures. Four images were provided for filter placement, on (B)(6), 2013. The filter is demonstrated to be in an upright position in the ivc. The apex of the filter is located at l2-l3 of the lumbar spine. A snare hook is identified at the apex of the filter; however, due to the image quality the identification of the filter cannot be determined. Due to the image quality, the number of limbs cannot be counted on the filter. The renal takeoffs are demonstrated on a dsa run, as the filter was placed inferior to the renal takeoffs. On may 14, 2013 one image from a vena cava gram was provided of the filter, the filter is demonstrated to be leaning against the ivc wall. There were no images provided that demonstrated successful filter retrieval. The filter can be identified inferior to the renal takeoffs. Due to the quality of images, the identification of the filter cannot be determined. Based on the re-review of the images, filter tilt can be confirmed. Based on the re-review of the images, the filter identity cannot be confirmed. Based on the re-review of the images, successful filter retrieval cannot be confirmed. Multiple follow up attempts were made with the facility to obtain any information pertaining to the patient, product, and/or procedural details (e.g. Date of the event, relevant test data, relevant history, lot #, catalog #, implant and/or explanted dates, and concomitant product(s) or therapy) that were not previously obtained during the initial investigation.

Manufacturer narrative:
After further clinical review, this event has been determined to be reportable. The product catalog and lot numbers were not provided; therefore, a complete manufacturing review could not be complete. The device was not returned; however, four images were provided for review. A cd containing four images were provided of the filter placement. The filter is noted to be in an upright position in the ivc, inferior to the renal takeoffs. The apex of the filter is located at l2-l3. A snare hook is visible at the filter apex. No real-time fluoroscopy images were provided of the filter retrieval attempt. Based on the images provided, filter removal difficulty cannot be confirmed. The complaint investigation is inconclusive as the device was not returned for evl and result of the image reviews. Based on the available information, the definitive root cause is unk. Multiple attempts were made to obtain the patient details, product identifiers and procedural details; however, despite good faith efforts the information was unobtainable. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during the scheduled vena cava filter retrieval approximately four months after implantation, the filter could not be retrieved. There was no reported patient injury.